Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal section of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery, a 3.00 x 28mm synergy ii drug eluting stent was selected for use but it could not cross the lesion and removed from the patient. However, when the stent was inspected outside the body prior to reattempt, it wa found that the stent struts was flared on the distal stent. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment but could not cross the lesion. After failed attempt to deliver the stent, a 6f guide extension catheter was utilized to help aide stent delivery. The stent was still unable to cross the lesion. However, when the device was removed from the patient, one of the stent struts was flared on the distal stent. A new stent of the same size was utilized to complete the procedure.. There were no patient complications reported and the patient was stable.